Event description:
The nurse informed the product specialist that during a triathlon knee surgery, or nurse noticed that plastic edge of the unsterile implant box 5510f701 (lot efn3t) which are inside the paper outer box was fractured underneath the wrapping paper lid. Sterile implant box was okay. And there were no evidence of it in the outer box, wrapping plastic was on and paper box seemed to be okay as normal. So the nurse took another correct implant box. The operation completed successfully but it caused delay to operation about 5-10 minutes. (B)(6) 2014 correction to the pr: the customer used the implant, so she will return only the packet of the implant.

Manufacturer narrative:
It was noted that the device was implanted but the packaging would be returned for evaluation. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
An event regarding packaging damage involving a triathlon femoral component was reported. The event was confirmed. Device evaluation and results. Based on the visual inspection of the returned product it appears that this component packaging was subjected to excessive handling whereby the packaging appears to have been compressed to the extent that the outer blister cracked under compressive force. Medical records received and evaluation not performed as the event is related to a packaging issue. Device history review for the reported lot determined that the device was manufactured and packed to specification. Complaint history review determined that there were no similar events reported for the lot. The investigation concluded that the packaging damage was caused by excessive/incorrect handling. No further investigation for this event is required at this time.

Event description:
The nurse informed the product specialist that during a triathlon knee surgery or nurse noticed that plastic edge of the unsterile implant box (B)(4) (lot efn3t) which are inside the paper outer box was fractured underneath the wrapping paper lid. Sterile implant box was okay. And there were no evidence of it in the outer box, wrapping plastic was on and paper box seemed to be okay as normal. So the nurse took another correct implant box. The operation completed successfully but it caused delay to operation about 5-10 minutes. (B)(4) correction to the (B)(6): the customer used the implant so she will return only the packet of the implant.